Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This part/lot number combination could not be verified by synthes. (B)(6). The investigation has shown that both tips of the returned shafts are broken. The broken surface is homogenous which indicates material conformity. It is assumed that a short time overloading during removal associated with an unintended bending moment has led to the breakage. No product fault could be detected. Device history records were researched. No abnormal findings were identified.

Event description:
The screwdriver broke during removing the screw. This is 1 of 2 reports for complaint (B)(4).